Manufacturer narrative:
The clinical complaint has been adequately investigated. The lot number has been verified and has been confirmed to be released by the company. It has been confirmed that no clinical complaint has been found for the particular lot number in question. The batch record, qc test reports, and training of staff were analysed and it has been determined that product is within required specifications, and manufactured according to appropriate procedures. (B)(6) director's response to this adverse event was provided to the clinic along with the letter indicating approved areas for injection for revanesse versa+ product: "the following is a clinical opinion based on the information and photos provided below; on (B)(6) 2021 the patient was injected with 0.5mls of ha filler. Although the history provided does not disclose which area was injected the photos suggest that it was placed just above the vermillion border of the upper lip. The injector noted " pretty bad swelling" during the injection however she continued to inject in an attempt to make the area " as even as possible". There was no pain or other symptoms of a vascular event. There were no lumps or nodules. There was no angioedema. An unidentified topical anesthetic was applied to the lips prior to injection. According to the photos provided the swelling lasted 1-2 days. The photo on day 4 showed no " swelling" and the patient had no concerns. The treatment was watchful waiting, ice and antihistamine. There is no history confirming the patient used antihistamines. Although minor swelling of 1-2 days duration can occur with injection into the lips. It is always self limited. In this case the perceived swelling appears to be ha product injected above the upper lip vermillion border. This is clearly seen on the 4 day after photo, when all involved felt everything was fine. Injecting into this area everts the lip and give the perception that the lip has expanded outside its borders. My clinical opinion is that this case represents a sub optimal lip injection with the bulk of the product placed superficially outside the border of the lip. I hope this opinion is of value to all parties involved."

Event description:
Based on the information provided, the patient got injected with 0.5 ml of revanesse versa+ (with lidocaine) into the lips area of the patient on (B)(6) 2021. Patient is (B)(6) female hispanic/latino. According to the injector, the patient has been previously treated with dermal fillers once on (B)(6) 2021. According to the injector, patient takes lexapro and xanax regularly. Patient was encouraged to apply ice and take an antihistamine. Patient was informed that an anti-inflammatory could be taken but would risk bruising. Topical numbing cream was used as topical anesthetic. No known drug allergies reported. No allergies to dermal filler reported. No elevated fitzpatrick scale reported. As per information provided, the injector noticed the patient was swelling "pretty bad" when the injector started injecting the dermal filler. Injector injected with less than half-syringe, trying to make lips as even as possible. The patient stayed swollen for a few days. Injector stayed in contact with the patient making sure that patient was not in any pain. No discoloration was noted by the injector. Injector advised the patient to use ice and take an antihistamine. Injector spoke with the medical director of the clinic as well as with another injector within the same clinic regarding the excessive swelling. The medical director of the clinic has been notified of this adverse event as per protocol. As per injector's initial report, the patient is doing well as of (B)(6) 2022 and has no issues.